Event description:
Additional information received reported that the explant had not been completed.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-28, lot# l67329, implanted: (B)(6) 1999, product type: lead. Product ID: 3887-28, lot# l67702, implanted: (B)(6) 1999, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a manufacturer representative was in a procedure to explant the spinal cord stimulator (scs) system. So the patient could have an MRI done. It was noted that the extension is heavily scared in with adhesions and the manufacturer representative was looking for guidance. It was further reported that at the time of their report they had removed the leads from the spinal area and had opened the pocket but they had not done a full lateral cut to expose the length of the extension. It was later noted that they were unable to remove all of the scarred can portion of the extensions from the patient. The physician reportedly cut the proximal and distal end of the extensions after extracting the leads from the patient¿s epidural space and removed the battery. It was noted that there is still a segment of extensions that stretches from the patient left abdomen around into the high thoracic spine as well as a separate section that stretches from the left abdomen to the lumbar spine. It was also noted that the physician will plan further intervention to remove the extensions. It was later reported that the reason for the MRI was worsening pain symptoms in the patient and the stimulator did not provide adequate relief of symptoms. The physician reportedly thought that the symptoms may not be related to pain originally treated by stimulation and thus thought an MRI would be in order given age of implanted stimulation system. It was further noted that the patient was doing good and had no sign of infection or other issue. The patient was reportedly healing well. It was further noted that the patient had a follow up appointment with their health care provider (hcp) on (B)(6). The date of the follow up surgery to remove the remainder of the extensions had not yet been schedule but was anticipated to be scheduled within a month after the date of the report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the remaining components of the patient's implanted system had been removed on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the lead was damaged during the explant procedure. The reporter noted that the lead had degraded and the lead insulation adhered to the scar tissue. He reporter also noted that they needed a l-spine scan. It was further reported that the explant was successful and that the patient was doing well.